Manufacturer narrative:
(B)(4). Results of investigation: the main printed circuit board was routed to the failure analysis lab where the reported failure was reproduced. The issue is part of an ongoing internal investigation.

Event description:
The customer stated that while on a patient, the unit alarmed "vent inop" and the errors of "24v supply too low" and "post dac or adc error" was logged in the events. There was no harm to the patient at the time of the event.